Manufacturer narrative:
Evaluation method. The patient's lifevest was not returned for evaluation. Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue (tm) defibrillation gel.

Event description:
A distributor contacted zoll to report that a patient had an irritation. The patient had a boil on his back under the therapy electrode pad. The patient's physician gave the patient an antibiotic and advised that the area would likely need to be drained. The medical outcome of the boil is unknown.